Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) noted that this occurred previously and the ventricular fibrillation (vf) zone was increased to resolve. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information regarding resolution was received. See updated description. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) noted that this occurred previously and the ventricular fibrillation (vf) zone was increased to resolve. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the final resolution was reprogramming. This device remains in service. No adverse patient effects were reported.